Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H3: product analysis of part# 9560124, lot# my21e001r during the inspection it was observed that the handle could not be turned/rotated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a product used for spinal therapy. It was reported that the device does not turn/rotate. The patient involvement in the event was unknown. There were no further compli cations reported regarding the event. Additional information was received that the event occurred during prior to use, hence there is no patient is involved in the event. Additional information was received that the device was already used before.